Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous non reactive toxo igg results generated by unicel dxi 800 access immunoassay analyzer for one patient that did not fit the patient's clinical picture. The patient's previous toxo igg results from (B)(6) and (B)(6) 2010 were both reactive. The results were reported out of the laboratory. Upon repeat the results were reactive. The customer did not receive any report of death, patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A system check was performed on (B)(4) 2010 and met specifications. A clear root cause for this event has not been determined.